Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the hex tip at the distal end of the driver shaft had broken. The fragments generated during this event were not returned for evaluation. Inspection with micro-vu ID: (B)(6) revealed that approximately 0.07028" of the distal tip remained. Under magnification, it was observed that a corner of the breakage site had also fragmented. This event is most likely the result of over-torquing/over-engaging the driver within the screw head.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-8737-37 tip broke while inserting the 2.5 screw by hand. No additional information provided. Additional information requested. Additional information provided (B)(6) 21: procedure was a dip of finger. While inserting the screw the driver tip broke. Fragment was removed. Case was completed with backup driver in tray. Images attached.